Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A physician reported that following bilateral intraocular lens (iol) implant procedures, a patient presented with a severe allergic reaction and the beginning of endophthalmitis. The patient's condition is worsening. The patient was treated with steroids. Additional information has been requested. There are two medical device reports associated with this patient. This report is for the 1st eye implanted.